Event description:
A caller reported an error with their continuous glucose monitor, specifically a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in performing a pump reset, which successfully resolved the issue, allowing them to start their sensor session without further problems.